Manufacturer narrative:
A cannula sample was not returned via the reported tracking number therefore, the condition of the product could not be verified. A lot number was identified however, the provided lot does not reflect a cannula lot number therefore, lot history and complaint history reviews were not conducted. A sample was not received at the manufacturing site and no valid cannula lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that a soft tip cannula would not fit through the trocar during surgery. There was no report of any patient harm. Additional information received clarified that only the tip of the cannula could enter the trocar during a retinal detachment surgery, but the rest of the cannula could not enter. An alternate cannula was obtained in order to complete the procedure. It was confirmed there was no harm to the patient. No additional information is anticipated for this report.